Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, the blade broke. It was also reported that the the patient required additional surgery to remove the blade fragment. It was further reported that there were no additional adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Supplemental report submitted to document device evaluation results. H3 other text : device not returned for evaluation.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, the blade broke. It was also reported that the patient required additional surgery to remove the blade fragment. It was further reported that there were no additional adverse consequences as a result of this event and the procedure was completed successfully.